Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/9/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the photo, green foreign matter was observed on the top of the stopper. The returned actual sample was evaluated. Water droplet and signs of unknown liquid was observed in the syringe barrel, the syringe appeared to be used with liquid. The green foreign matter is wet and is located on the top of the stopper roof. It is a loose foreign matter. A device history record could not be evaluated as the lot number is unknown. The foreign matter was sent for ftir testing to determine the foreign matter type. The ftir testing shows the spectrum of green foreign matter to correlate with thermoplastic siloxane elastomer. The syringe assembly process as reviewed. There is no green material used in the syringe operations. The thermoplastic siloxane elastomer may be used in the stopper manufacturing from the supplier.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "foreign matter".